Event description:
It was reported during a thoracoscopy with bleb resection the surgeon used two different ez35b devices to remove bleb. The surgeon closed the device and pulled the firing trigger. The handle closed completely but no staples were fired and the knife blade did not transect. This happened two times with two different devices. An endo gia was used to complete the case. No buttressing material was used. There was no consequence to the pt.